Event description:
It was reported that the account just received back on (B)(6) 2013 from zimmer surgical their air dermatome ii from inspection as to why to previous use the graft was too thin. That same surgeon decided to use and see if different result with graft setting of 16 that he normally uses. The surgeon was grafting from right lateral thigh to right axilla and upper back. During the initial grafting with the new dermatome, it appeared that the graft was coming out thin, so he increased his thickness, however, the graft thickness did not appear to change. He then proceeded to obtain another graft with older version dermatome at the same setting of 16 and obtained the thickness of graft he is used to getting. There was no unplanned donor harvest required. The increased surgical time was stated to have been inconsequential, as concurrent portions of the procedure were in progress while the dermatomes were switched.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.